Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) shortly after a stress test in which a shock was delivered however the energy that was delivered was higher than the programmed energy indicating that short circuit protection may have been triggered. The patient was transferred to the intensive care unit (ICU) where external shocks were successfully administered. When the implantable cardioverter defibrillator (ICD) was interrogated afterwards, it was found to be in end of service (eos) and an alert for charge circuit timeout and a long charge time was observed. It was noted that two shocks for the vt episode had been aborted due to the charge timeout. Premature battery depletion was suspected. The ICD remains in-situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device memory indicated the ventricular tachyarrhythmia therapy energy was high. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The device memory indicated the ventricular tachyarrhythmia therapy energy was high. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) shortly after a stress test in which a shock was delivered however the energy that was delivered was higher than the programmed energy indicating that short circuit protection may have been triggered. The patient was transferred to the intensive care unit (ICU) where external shocks were successfully administered. When the implantable cardioverter defibrillator (ICD) was interrogated afterwards, it was found to be in end of service (eos) and an alert for charge circuit timeout and a long charge time was observed. It was noted that two shocks for the vt episode had been aborted due to the charge timeout. Premature battery depletion was suspected. The ICD remains in-situ. No patient complications have been reported as a result of this event. It was further reported that the ICD was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device memory indicated the ventricular tachyarrhythmia therapy energy was high. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway, charge circuit timeout, and showed the battery indicator signifying that it is time for device replacement. The feedthrough had current leakage (unspecified). Device analysis confirmed the field observation which is consistent with an l404 reset. Optical microscopy and optical coherence tomography confirmed that there was feedthrough dadet and medical adhesive delamination that resulted in an unintentional current leakage path that resulted in field complaint observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.